Manufacturer narrative:
Device evaluation: investigation was completed. Per manufacturing records review report the device met material, assembly and performance specifications at the time of product released.

Manufacturer narrative:
Ethnicity - unknown / not provided. Serial#: physician had 2 handpieces during surgery and does not know which one was the one that caused the event, s/n (B)(4). Expiration date: not applicable. UDI #: a complete UDI # is unknown as product serial number cannot be confirmed by customer. Device manufacture date: unknown, as the serial number of the device cannot be confirmed by customer. Field service specialist (fss) visited the account and inspected the phaco system. System pass all specifications and no defects were noted. The physician used for the surgery 2 ellips fx handpieces (same model 690880) with laminar flow series tip, #21 curved tip: s/n (B)(4). Fss tested both and found no discrepancies or defects during inspection and testing. Both handpieces were returned to the customer. Fss spoke with customer that the sleeve on the tip of the phaco handpiece may have been improperly installed, causing the incision burn. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the treatment a corneal burn occurred in the left eye and physician had difficulty closing the wound. Sutures and glue were used and doctor was able to complete the procedure.